Event description:
New information received: it was reported that device was explanted and replaced. There were no adverse consequences to patient.

Event description:
It was reported that upon interrogation, the pulse generator displayed ECG notches. Myopotential testing did not affect the ECG display. The device was explanted. No patient symptoms were reported and no further information was available.

Manufacturer narrative:
The reported field event of ECG anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.